Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port tubing broke. The following information was provided by the initial reporter: IV inserted into patient by nwwi resource rn in xxxx lab 2 on (B)(6) 2025. Blood was noted to be leaking from a break in the extension tubing. IV removed and new catheter inserted.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 20g insyte autoguard IV catheter was returned for investigation. A breach in the circumferential direction was observed in the extension tubing. The type of damage was consistent with damage that can occur during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.